Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). - hamilton medical ag complaint number: cer 144914 follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: c1 ventilator experienced tf231022 (pexpvalve sensor defect). Failure during testing no patient involvement.